Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 20 (position out of range) error message was confirmed during archive review and functional testing. When an error message is displayed, the platform will be unable to perform compressions until the error is cleared. The root cause for ua20 is that the drive shaft is not within the normal acceptable range of positions when the platform is powered on. A review of the archive data showed ua20 error messages, confirming the reported complaint. The archive file showed that upon powering on, the autopulse platform displayed multiple ua20 messages recorded around the reported event date. The drive shaft was not within the normal acceptable range of positions when the platform is powered on. The shaft position was more than position_max (12290 counts/+8.5 revs relative to home) or less than position_min (997 counts/-2 revs relative to home). The autopulse platform failed the initial functional testing due to the displayed ua20. The admin mode was accessed to manually rotate the drive shaft to the home position to remedy the complaint and to perform further testing. The platform was tested using the medium zoll test fixture (mztf) until the battery was completely discharged, with no faults or errors detected. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number 33739. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 20 (position out of range) error message. At approximately 2:30 am, the previous day's crew ran a code at a rehab facility. The autopulse platform was applied and started normally. The pause button was pressed to do a rhythm check. Upon restarting, the device performed a couple of compressions then stopped. The crew stopped the device, lifted the band and set it back on the patient's chest. The device was then restarted and performed normally until the next rhythm check. Again, upon unpausing from the rhythm check, the device performed a couple of compressions and stopped again. They were able to restart it again using them same method as before. The crew states this cycle was repeated at least three times. The crew didn't notice any error/advisory code until the rig check by the oncoming crew approximately five hours later when ua20 was noticed. Per the customer, it is doubtful that the failure had any impact on the patient outcome. They found the patient in asystole and he remained in asystole for the remainder of the call. Resuscitation was terminated after 30 minutes.